Manufacturer narrative:
(B)(4). D10: 00879000100 item name provisional liner locking screw lot# 61786372. Visual examination of the returned product identified nicks and gouges are noted to the anti rotation scallops, rim, and inner and outer spherical surfaces. The polar hole is deformed and damaged from previous uses. Damage to the polar hole includes, cracking, indentations, and gouges. Due to damage and wear shown to the polar hole measurements were not taken. Screw hex and threads show wear from use. Visual and dimensional product identifiers and silver ring outside diameter were inspected and found to be conforming. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined this complaint was confirmed based on the wear identified to both devices, which would affect their mating ability. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the screw, in part of the liner trial, came out and will not go back in.there is no additional information available at the time of this report.